Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had no sound perception during the last fitting appointment. Re-implantation surgery is considered to take place soon.